Event description:
The pump was set up to infuse tpn in the autoramp mode, at a total of 14 hours, upramp 1:00, downramp 1:00, vtbi of 1810 ml. The infusion ended 1 hour before downramp. No pt injury resulted.